Event description:
It was reported ongoing intermittent occlusions occurred. The customer blood glucose (bg) level was elevated for a number of events, but dates are unknown. Elevated bg was displayed as "high," specific value not provided and was treated with an insulin injection. The customer would change pump supplies to address the occlusions and successfully resumed insulin.